Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had incorrectly entered the pump's timed settings and basal rates in the personal profile settings. Customer's blood glucose was 150 mg/dl. Reportedly, the customer corrected the settings and resumed insulin therapy.